Event description:
It was reported by the neurologist that his handheld would not power on. The handheld appropriately displayed an orange light indicating that it was charging, but the handheld did not respond to hard resets. The lock button was not engaged and the battery cover was confirmed to be in the lock position. The handheld was returned to the manufacturer for analysis. Analysis of the returned handheld verified the reported allegation. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Analysis of labeling performed. Review of manufacturing records for the handheld confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.